Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a foreign object in the nozzle. A root cause could not be determined and the foreign material in the nozzle could not be identified. Because it was unclear whether the reprocessing was carried out as per the instructions for use (IFU), the cause of the foreign matter remaining could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after cleaning the gastrointestinal videoscope, there was black water coming from the biopsy channel. There were no reports of patient involvement.